Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. This report is for an unknown zero-p implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article wu t-k., wang b-y., cheng d., rong x., hong y., liu h. (2017). Clinical and radiographic features of hybrid surgery for the treatment of skip-level cervical degenerative disc disease: a minimum 24-month follow-up. Journal of clinical neuroscience. 40, pp. 102-108. China. The purpose of this study was to evaluate the radiographic changes of the intermediated segment (is), investigate the safety and feasibility of the hybrid surgery (hs) coupling prestige-lp prosthesis (medtronic sofamor danek, memphis, tennessee) and zero-p implant (synthes, oberdorf, switzerland) for the treatment of skip-level cervical degenerative disc disease (cddd). The study included 27 patients (16 males & 11 females) who were diagnosed as having cddd with symptomatic radiculopathy and/or myelopathy at 2 noncontiguous levels (one or two iss) from c2 to t1. Each of the patient underwent the hybrid surgical treatment of prestige-lp prosthesis (medtronic sofamor danek, memphis, tennessee) and zero-p implant (synthes, oberdorf, switzerland). The zero-p implant was packed with b-tricalcium phosphate or local excised bone and was inserted into a well-prepared intervertebral space. Following the procedure osteophyte enlargement at is was observed in 1, patient disc space narrowing at is was observed in another patient (1) without any symptoms, dysphagia and hoarseness was found in another patient (1) and lastly, class ii heterotopic ossification (ho) was detected in 2 patients without the need for secondary intervention. This is report 1 of 1 for (B)(4). This complaint involves unknown zero-p implant one unknown zero-p implant for osteophyte enlargement at is was observed in 1 patient disc space narrowing at is was observed in 1 patient without any symptoms dysphagia and hoarseness found in 1 patient class ii heterotopic ossification (ho) detected in 2 patients without the need for secondary intervention.